Event description:
The customer contacted baxter's service center regarding a system error (se) 2240; which occurred on the homechoice (hc) during use. The technical service representative (tsr) explained the alarm and then assisted with troubleshooting the alarm. The tsr then explained that the supplies were compromised and the home patient (hp) would need to start over with new supplies. The hp wanted to finish manually. The tsr advised the hp to contact their registered nurse (rn) within the next 24 hours and let them know what had happened. Baxter product surveillance contacted the home patient (hp) on (B)(6) 2011 regarding reported problem. The hp stated right after the alarm, their machine was swapped out for a new machine. The hp stated therapy has been continuing well since then. The hp stated they did not notice anything unusual with the supplies and they believe it was a machine issue. The hp stated they just saw their nurse for their clinical visit, and everything seemed to look fine, they have not had any negative effects from the alarm. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). The system error 2240 (air in line) was not confirmed. The root cause of the complaint was undetermined. The lot number was unknown therefore a batch review was not performed baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue has been escalated to CAPA.